Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that during a lead revision procedure on (B)(6) 2021 [related manufacturer reference number: 1627487-2021-01946], the ipg became unable able to communicate with external devices. The device was confirmed to have been places in surgery mode prior to the procedure. As a result, the ipg was explanted and replaced. Issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.